Event description:
Locking screw broke during insertion, shank left in pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.